Manufacturer narrative:
A photo was returned showing a small amount of red fluid at the insertion of the tubing into the y-clave bond pocket. The reported complaint of a small tear in the location can be confirmed. The probable cause is unknown. The device history review (DHR) could not be reviewed due to the unknown lot number. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a root cause cannot be determined.

Manufacturer narrative:
The device is discarded and is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event involved an 8" smallbore ext set w/clave®, clamp, rotating luer and it was reported that the catheter or tubing cracked/damaged/severed. It was found with intravenous (IV) tubing severed 1-2inches above t-connector. The line was open and blood was leaking. The line was removed immediately and appropriate care completed and the catheter remained intact. The medication used were flumazenil, ondansetron, dexmedetomidine, dexamethasone, ketorolac, propofol, and remifentanil. There was patient involvement and no reported patient harm/ injury.